Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure a small aortic dissection occurred that did not require treatment. Per the report, following implantation of a 23 mm sapien valve a transesophageal echocardiogram (tee) showed moderate 2+ paravalvular leak (pvl). On angiogram, pvl was noted to be 1-2+ without central aortic insufficiency. Upon the recommendation of the proctor, 1 cc of contrast was added to the delivery balloon and post dilatation was preformed. Following the post dilatation, angiogram showed a small blush of contrast outside of the proximal aorta above the right coronary ostium. Tee verified a small dissection. The dissection was not treated; rather, it was decided to evaluate the patient closely overnight. The patient left the room in stable condition. Twenty-four hours post procedure, it was reported the patient had remained stable, was extubated and communicating, and lab values were within normal limits.

Manufacturer narrative:
Imaging for this case was requested, however to date, it has not been received. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause for the reported vascular complication cannot be confirmed, however per report, the aortic dissection did not require additional intervention. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The device's lot number was updated.